Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited a rise in pacing thresholds and pacing impedance measurements as well as a decrease in sensing causing the physician to believe the rv lead had dislodged. This issue had persisted for approximately seven years and the physician ultimately decided to reprogram the rv lead and leave it in situ in the patient. No adverse patient effects were reported.